Event description:
It was reported that on (B)(6) 2022 during a novasure procedure the device failed during the ablation and the patient had to be treated with a mirena. No other information is available.